Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and was unable to be used. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: further investigation indicated that the complaint was confirmed due to an overheat message in the programmer¿s log file, indicating and out of specification condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer froze and was unable to be used. The programmer passed all functional testing. The programmer was returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.